Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a pt underwent an axialif using rhbmp-2/acs. Six months post-op, the pt shows evidence of lucency around the screw used in the procedure. No mention of screw migration. The pt is improved from pre-operative condition, but has pain from time to time.